Manufacturer narrative:
Product analysis: the device was returned without the stent present. Crimp impressions were visible on the balloon. No other damage to the device was noted. (B)(4)

Event description:
The physician intended to use an endeavor resolute stent. Nothing unusual was noted during device preparation. The target lesion in the 1st obtuse marginal exhibited 90% stenosis, severe calcification and severe tortuosity. Lesion pre-dilation was performed. 50% stenosis remained. It was reported that the stent dislodged following repeated attempts to cross the lesion. The physician released the stent in situ in the 1st obtuse branch, covering a non-lesion part. The physician determined the reason for the event was the repeated conveying of the stent in the heavily calcified tortuous lesions. Another stent was used to complete the procedure. No patient injury occurred and current status of patient is stable. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.